Event description:
It was reported that the patient experienced cardiac tamponade with hypotension. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was used. It was noted that the transseptal puncture was difficult. When ablating the left superior pulmonary vein (lspv) with the catheter the patient's blood pressure began to drop and a cardiac tamponade was identified. Epicardial drainage was performed. The procedure was cancelled due to the complications. The patient was hospitalized but is expected to fully recover. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.